Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that cardiac arrest and coronary artery spasm occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter with the patient in atrial fibrillation at the start of the procedure. The transeptal puncture was performed using a non boston scientific (bsc) transeptal device. The first transeptal puncture was in a high position without the possibility of passing a sheath through the puncture. A second transeptal puncture was successfully performed in a lower location. The left superior and left inferior pulmonary veins and left atrial roof were successfully isolated via the farawave catheter and the right inferior pulmonary vein was cannulated. During the final applications of ablation to the right inferior pulmonary vein changes in repolarization and ventricular extrasystoles with runs of ventricular tachycardia including widening qrs with a triangular pattern resembling st segment elevation was observed. Sustained ventricular tachycardia occurred and was terminated using electrical cardioversion. The pfa procedure proceeded to the right superior pulmonary vein and ventricular tachycardia with refractory ventricular fibrillation occurred. Contrast enhanced echocardiography and coronary angiography were performed and extracorporeal membrane oxygenation was initiated. Coronary angiography identified a right coronary artery spasm. The patient was transferred to the intensive care unit for recovery.